Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads, splitters and clik anchors were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 16637199 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had loss of coverage due to high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description:infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had loss of coverage due to high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that missing silicone material was removed from the patient¿s body. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Most of the cables were fractured at the kinked section of the lead body where the clik anchor was positioned, but no cables were exposed at the locations. Fracture location is 1 cm from the clik anchor set screw mark. In addition, the lead was cleanly cut into three pieces, and four cables were pulled and exposed near the distal end. The cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Some of the cables were fractured at the kinked sections of the lead body where the clik anchor was positioned, but no cables were exposed at the locations. Fracture location is 1 cm from the clik anchor set screw mark. In addition, the lead was cleanly cut into two pieces. The cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Six cables were fractured at the distal boot section, but no cables were exposed at the location. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that no anomalies were found. Sc-4316 (ln: 16637199) device evaluation indicated that the silicone material from one of the clik anchors was missing.

Event description:
A report was received that the patient had loss of coverage due to high impedances. The patient will undergo a lead replacement procedure.